Event description:
It was reported that the patient presented for in-clinic follow-up. It was observed that the right ventricular lead defibrillation impedance was elevated due to fracture. The lead was capped and replaced on (B)(6) 2023. The patient was stable.